Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that the pump was delivering prialt. The patient experienced side effects of diarrhea, insomnia, and urinary retention from the prialt. The therapy was suspended. The pump was filled with saline on (B)(6) 2014. The severity of the event was noted to be ¿moderate¿. The outcome of the event was reported as ¿ongoing with no further action needed¿. It was later reported that the adverse event was confirmed. Chills were also specified. The patient recovered on (B)(6) 2014. Additional information later reported the etiology was indicated as possibly related to drug, device or therapy. Drug action included added new drug. It was later reported that therapy was abandoned due to no efficacy and the pump was explanted. It was noted the patient recovered without sequelae. It was stated a catheter fragment was found in the pump pocket.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2014 information was received from a representative indicating that the previous report of the system being explanted due to no efficacy was incorrect. They also stated that they had no record of the catheter fragment, so there was nothing more for them to report on the matter. On (B)(4) 2014 information was received indicating the system was removed at the patient¿s request after therapy was abandoned. There was no mention of the catheter fragment in the pocket, and the entire system was sent back to medtronic.

Manufacturer narrative:
Event is reportable for "serious injury" per the previously reported catheter fragment found in the pocket. (B)(4). Analysis of the pump revealed no anomalies. Analysis of the catheter revealed a tear in the seal near the ring of the sutureless connector. There were no significant anomalies.

Manufacturer narrative:
Report corrected to reflect that both "adverse event <(>&<)> product problem" apply to this event.